Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the loading of lens into the company cartridge with a company injector the physician started the implantation of the iol. He noticed that the trailing haptic was cut. Then he explanted the defective iol from the patient eye and requested nurse to open another same iol from their stock and successfully completed the operation on the same day. There was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).